Event description:
It was reported that the device power is resetting., there was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the system/memory pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assembly and observed that a connector, designator j3, had a loose connection, causing the device to reset.